Manufacturer narrative:
Device and packaging were discarded by the hospital.

Event description:
The customer reported that the internal sterile packaging of the screw was pierced. The device was placed on the operating table and therefore, it was not possible for the person in charge of handling this product to see it before taking the internal packaging out. The customer added that there is a possibility that the operating field was contaminated. The implant and its packaging has been discarded. The customer further reported that another screw was available to complete the surgery.